Event description:
During use in a cardiopulmonary bypass procedure, the sternal saw was noisy and did not cut as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.